Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was not working. The customer's blood glucose value was 471 mg/dl. The customer tried to replace battery several times but insulin pump did not work. The customer reported crack on battery compartment. The customer was not on insulin pump as she aware of that the insulin pump changes color. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Insulin pump passed self test. Pump passed off no power test. Insulin pump received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 471 mg/dl because the customer was not connected this morning and was off the insulin pump for 1 month.